Event description:
The technician alleged the brakes are not holding in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.